Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Tlh - "dr. (B)(6) used on her tlh case. First voyant used (B)(4) pulled an error code on the generator 9 times in a row to regrasp, and the hand piece stopped working properly. I pulled the second hand piece and it worked fine up until she got to the cervix and the handpiece was slipping tissue around the cervix tissue while she was deploying the energy, it was the device not grasping enough. Second hand piece (B)(4)." Additional information received jun 2, 2016: "it was a re-grasp and reactivate code that displayed on the screen numerous times roughly 8 to 10 times in a row. The hand piece was simply not activating the energy it was just triggering the error code numerous times. I had dr. (B)(6) clean the jaw twice and continue to re-grasp, but it was still triggering the error code. Once I pulled a second hand piece it worked fine, but the second hand piece slipped during the grasping while the energy was being deployed, not when the blade was being used." Patient status - "fine."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. During visual testing, engineering confirmed that the event unit had a severed wire within the device, causing the error code experienced by the customer. The root cause of the severed wire is fatigue of an exposed electrical wire behind a tack weld in the device. The tack weld creates a pivot point for the exposed wire to be bent and pulled in when the shaft of the device is rotated during use, which can lead to fatigue of the exposed wire. The exposed wire can be severed if it is manipulated too much, while the tack weld still retains the welded wire on the conductive clips. A severed wire can lead to an intermittent break or an open circuit in the electrical connection between the upper/lower jaw and the device key. This results in the generator detecting an open circuit, and all rf output is disabled and the generator displays an alarm, resulting in a customer inconvenience. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.